Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including persistent atrial fibrillation, arterial hypertension, coronary artery disease, congestive heart failure, diabetes mellitus, and prior transient ischemic attack, stroke, and left atrial appendage thrombus. Complications reported included device embolization, patient device interaction problem (thrombus), stroke, thrombus, pericardial effusion, nerve damage, unexpected medical intervention (device snared, medication required); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.literature attachment: cryoballoon-based left atrial appendage isolation and closure in patients with atrial fibrillation¿the lalaland pilot study.b3: event date was estimated.d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "cryoballoon-based left atrial appendage isolation and closure in patients with atrial fibrillation¿the lalaland pilot study", was reviewed. This research article is a prospective single-center experience to evaluate the clinical impact of cryoballoon-based (cb) left atrial appendage isolation (laai) in addition to pulmonary vein isolation (pvi), the incidence of postprocedural laa thrombus formation and thromboembolism as well as the impact of interventional laa closure. The devices that were included in the study were watchman flx, lambre, and amplatzer amulet. The article concluded that while cb-based laai may offer benefits in managing persistent atrial fibrillation, it presents a significant risk of thrombus formation in the laa, even with appropriate oral anticoagulants. [The primary and corresponding author was roland richard tilz, university heart center lübeck, department of rhythmology, university hospital schleswig-holstein, 23538 lübeck, germany, with corresponding e-mail: tilz6@hotmail.com.] This study included patients with symptomatic persistent atrial fibrillation who underwent pulmonary vein isolation plus llaai using the cb system. A total of 23 patients were included in the study, of which 30% (7) received an abbott device. The average age was 70 years. The majority gender was male. Comorbidities included persistent atrial fibrillation, arterial hypertension, coronary artery disease, congestive heart failure, diabetes mellitus, and prior transient ischemic attack, stroke, and left atrial appendage thrombus.